Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the switches of the video system center were not working and the unit was failing. The issue was found during inspection for use. There were no reports of patient involvement.